Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: (B)(4). Product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, batch: 26612865.

Event description:
It was reported that the patients had difficulty charging the ipg. It was also noted that there were high impedances on the patients contacts. The patient underwent a revision procedure where all device components were replaced and the patient was doing post operatively. The explanted devices will not be returned due to hospital policy.